Manufacturer narrative:
The unexpected restart alarm and memory were erased after the battery change due to a faulty component on the interface board. No external ram error alarm was noted. The pump passed the idle current, run current, off no power, basic occlusion, occlusion, prime, no delivery, displacement, rewind and self tests. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of unexpected restart alarm and external ram crc error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she got an unexpected restart and restarted the pump. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that the alarm occurred shortly after inserting a new battery. The customer will be sent a replacement pump. The customer will return the pump for analysis.